Event description:
On (B)(6) 2011, pt reported having concerns with his up/down arrow buttons on the infusion device. Pt stated, he realized the up arrow was not responding while attempting to bolus about a week ago. Pt reported, the up button does pop back out after being pressed. Pt is currently on his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.